Event description:
This case is related with the case (B)(4) (same patient). This spontaneous case from united states was received on (B)(6) 2017 from the patient this case concerns a (B)(6) male patient who initiated treatment with synvisc one and on the same day was in bed for four days, no weight couldn't be put on it, knee was swollen to twice its normal size/ swelling was on the lower right inside and upper left on the outside (injection side) on left knee, knee was so painful that he has to cancel a trip; after unknown latency hobbled around without a walker, wheelchair or a cane/can only go upstairs using one leg, had fever of 100.7 and joint is still tender no medical history, previous medications, concomitant medications and concurrent conditions were reported. The patient has bilateral hip replacements, has had three liver transplants and takes anti-rejection medications, mycophenolate mofetil (cellcept) and tacrolimus (prograf). The anti-rejection medications caused his blood pressure to go up, so he takes carvedilol (coreg) for that. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose 1 df once for osteoarthritis. On the same day, no weight couldn't be put on it and his knee was swollen to twice its normal size and was so painful that he had to cancel a trip and was in bed for four days. He stated that the swelling was on the lower right inside and upper left on the outside (injection side) on left knee. He had a fever of 100.7 (onset: (B)(6) 2017; latency: unknown). The patient stated that his pain level before the injection was 7 out of 10. After the injection, it was 10 out of 10. He treated the pain with tylenol and ice. After being in bed for four days, he hobbled around without a walker, wheelchair or a cane (onset: (B)(6) 2017; latency: unknown). No fluid was drawn from the knee and no blood work was done. Now the patient is walking fine, but can only go upstairs using one leg. The swelling is gone, but the joint is still tender (onset and latency: unknown). Corrective treatment: paracetamol (tylenol) for fever of 100.7; paracetamol and ice for knee was so painful that he has to cancel a trip; not reported for rest outcome: recovered for knee was swollen to twice its normal size/swelling was on the lower right inside and upper left on the outside (injection side) on left knee and was in bed for four days; unknown for fever of 100.7; recovering for rest seriousness criteria: disability for was in bed for four days pharmacovigilance comment: sanofi company comment dated 02-jan-2018: this case concerns a patient who received injection with synvisc one and later was in bed for four days due to swelling and pain in the injected knee. Based upon the available information a causal role cannot be ruled out. Also, the patient was temporarily disabled (in bed) due to local swelling and pain which are expected after the use of the product. Therefore, this single case report does not alter safety profile of the product.

Event description:
This case is related with the case (B)(4) (same patient). This spontaneous case from united states was received on 26-dec-2017 from the patient. This case concerns a (B)(6) year old male patient who initiated treatment with synvisc one and on the same day was in bed for four days, no weight couldn't be put on it, knee was swollen to twice its normal size/ swelling was on the lower right inside and upper left on the outside (injection side) on left knee, knee was so painful that he has to cancel a trip; after unknown latency hobbled around without a walker, wheelchair or a cane/can only go upstairs using one leg, had fever of 100.7 and joint is still tender no medical history, previous medications, concomitant medications and concurrent conditions were reported. The patient has bilateral hip replacements, has had three liver transplants and takes anti-rejection medications, mycophenolate mofetil (cellcept) and tacrolimus (prograf). The anti-rejection medications caused his blood pressure to go up, so he takes carvedilol (coreg) for that. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose 1 df once for osteoarthritis. On the same day, no weight couldn't be put on it and his knee was swollen to twice its normal size and was so painful that he had to cancel a trip and was in bed for four days. He stated that the swelling was on the lower right inside and upper left on the outside (injection side) on left knee. He had a fever of 100.7 (onset: (B)(6) 2017; latency: unknown). The patient stated that his pain level before the injection was 7 out of 10. After the injection, it was 10 out of 10. He treated the pain with tylenol and ice. After being in bed for four days, he hobbled around without a walker, wheelchair or a cane (onset: (B)(6) 2017; latency: unknown). No fluid was drawn from the knee and no blood work was done. Now the patient is walking fine, but can only go upstairs using one leg. The swelling is gone, but the joint is still tender (onset and latency: unknown). Corrective treatment: paracetamol (tylenol) for fever of 100.7; paracetamol and ice for knee was so painful that he has to cancel a trip; not reported for rest outcome: recovered for knee was swollen to twice its normal size/swelling was on the lower right inside and upper left on the outside (injection side) on left knee and was in bed for four days; unknown for fever of 100.7; recovering for rest a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: disability for was in bed for four days additional information was received on 23-jan-2018. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 23-jan-2018: the new follow up information received doesn't change the prior medical assessment of this case. This case concerns a patient who received injection with synvisc one and later was in bed for four days due to swelling and pain in the injected knee. Based upon the available information a causal role cannot be ruled out. Also, the patient was temporarily disabled (in bed) due to local swelling and pain which are expected after the use of the product. Therefore, this single case report does not alter safety profile of the product.